Event description:
The surgeon inserted a three piece collamer lens model cq2015 and the lens tore upon insertion. When the lens was removed, the incision was enlarged and a suture was needed. There were no other patient injuries.